Event description:
It was reported while using bd® allergy syringe with permanently attached needle the plunger rod was damaged. There was no report of patient impact. The following information was provided by the initial reporter: are you able to provide the date of event in format dd-mmm-yyyy? (B)(6) 2023. How many occurrences of syringe(s) affected? At least 3. Was issue being described noted before, or during used? During. Any adverse events or serious injury reported to patient or healthcare professional? No - only wasted extract. Was there any patient involvement? Yes. What was the patient outcome? Medication could not be administered, needed a second injection. Was there any delay of, or change in, the course of treatment due to this event? Temporary delay. What procedure was being performed? Subcutaneous allergy injection. What medication was used in the procedure? Allergy serum. Is sample available for return to bd for investigation? No. If sample is available to be returned, does the sample contaminated with blood/body fluid/hiv or chemo? Yes- blood. Was there any medical intervention due to this event? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.